Manufacturer narrative:
The provided alarm trace report showed multiple abnormal aspiration alarms on the date of the event. A field service engineer (fse) determined that the cause was due to the acid wash overflow in the cuvettes. The fse adjusted the acid wash volume according to protocol and resolved the issue. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable total protein gen.2 and glucose hk gen.3 results from the cobas c 503 analytical unit for three patients. Patient 1's initial total protein result was 1.27 g/dl, and the repeat result was 6.16 g/dl. The repeat result was deemed to be correct. The initial total protein result was on an exception report in their system and was repeated. Patient 2's initial total protein result on (B)(6) 2025 was 1.0 g/dl, and the repeat result was 8.0 g/dl. The repeat result was deemed to be correct. The initial total protein result was repeated because it was noticeably low. Patient 3's initial glucose result on (B)(6) 2025 was 31.5 mg/dl, and the repeat result on another analyzer was 489 mg/dl. The repeat result was deemed to be correct. The initial glucose result was not released outside of the laboratory and was repeated because it was abnormally low.

Manufacturer narrative:
The total protein gen.2 reagent lot number is 88321701, and the expiration date is 31-aug-2026. The glucose hk gen.3 reagent lot number is 860069, and the expiration date was not provided. The customer stated that qc was passing prior to the event and after. The investigation is ongoing.